Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately 8 months post implant of this annuloplasty band, it was explanted and replaced with a bovine bioprosthetic valve due to severe native valve regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. In this case, the event is related to residual regurgitation indicating that the native valve is not repairable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.